Event description:
Bd low sorbing secondary set smartsite needle-free valve bag access port ref # (B)(4), lot (10)24109018 exp: 10-02-2027 - 2 reports of leaking around connector. The connector was found to be tight. This was found during a doxorubicin infusion and was noticed due to the red color. There was a scant amount of fluid both times. Reference report#: mw5185851.